Event description:
Add'l info rec'd from MFR 7/22/04: no device components were returned. Review of the device history record was not possible as the lot number was unavailable. Based on the info provided, st. Jude medical, daig division, inc. Was unable to conclusively determined the cause of the vascular insufficiency. The angio-seal device instructions for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU state an occlusion or thrombosis at the puncture site is a possible risk or situation, which may be associated with the use of the device or vascular access procedures. If suspected, the IFU guide the user to confirm the diagnosis by duplex ultrasound and instruct that treatment of the event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The sjm sales rep has inquired at medical center, where the angio-seal device would have been deployed; without pt or angio-seal reorder or lot number, no further info was available. Attempts to obtain additional info from reporting hospital were unsuccessful.

Event description:
Pt had cardiac catheterization and was discharged, returning later to hosp with a painful right leg. Suspected oculusion of femoral artery and was transferred to reporting one facility. Arteriography showed occluded superficial femoral artery and exploratory surgery was performed. Findings at surgery included a closure device and a collagen plug. Surgeon removed device and plug, along with a blood clot.